Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (stenosis degree: 90 to 95 percent) in the moderately tortuous lcx-om branch. Despite pre-dilatation and multiple attempts, the lesion could not be crossed with the device. Another shorter orsiro mission was used and could cross the lesion.

Manufacturer narrative:
Combination product: yes

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent has not dislodged but is displaced on the balloon by about 2 mm in distal direction. The stent is severely deformed (i.e., several struts are bent, everted, crushed) at its proximal end. The balloon is well folded and shows no signs of inflation. The distal balloon shoulder is crushed. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. 07-mar-2024 updated description: an in-stent-restenosis in the medial lcx had to be crossed in order to reach the om branch. Despite pre-dilation the complaint stent could not reach the target lesion. A shorter orsiro mission was used to cross the lesion and the intervention was successfully finalized. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent has not dislodged but is displaced on the balloon by about 2 mm in distal direction. The stent is severely deformed (i.e., several struts are bent, everted, crushed) at its proximal end. The balloon is well folded and shows no signs of inflation. The distal balloon shoulder is crushed. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.